Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 544 mg/dl and chest pains. Customer was treated with manual injections, intravenous fluids, and nitroglycerin. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, an altitude alarm had occurred while the customer was not outside of the labeled altitude range. Customer loaded a new cartridge onto the pump to resume insulin delivery.